Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps cannot be inserted smoothly due to snagging in the forceps channel. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted . Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (e216) and an incompatible scope error (e315). The issue occurred during installation. There was no patient involvement.